Event description:
It was reported that during a da vinci-assisted surgical cholecystectomy procedure, the medium-large clip applier was unable to close the clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was reported that the event occurred during a cholecystectomy procedure on (B)(6) 2022. The instrument was inspected prior to use and there was no abnormalities or damage seen on the instrument. There was no blood loss or patient injury due to the issue. The clip applier was successfully inserted through the trocar and it was when the surgeon tried to use the clip for the first time, the clip would not close. A new clip applier was opened and it worked perfectly. The procedure was completed robotically with the backup instrument. No images or patient demographics were available.

Manufacturer narrative:
The medium-large clip applier has been returned and evaluated by the failure analysis team on (B)(6) 2022. The instrument was found with one grip bent. The damage was found near the base of the clip groove, causing a .034" offset at the tips. As a result, the clip could not be properly loaded on the grips. Common causes of the failure mode bent-severely instrument grips -tips are typically attributed to the user, such as excess force applied to the instrument jaws. Severely bent grips are attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. A review of the instrument log was performed. Per the review, the device was last used on the reported event date of (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.